Manufacturer narrative:
There were no issues cited with the performance of the device. Device not made available by physician.

Event description:
Physician used the clarivein catheter to infuse physician specified medication to the peripheral vascular. Potential adverse effects that might be associated with the clarivein device are similar to those associated with any interventional vascular procedure. The directions for use provided with the clarivein device instruct the user to consult labeling of agents to be delivered prior to infusion. The physician delivered polidocanol to the right ssv. The spj & ssv were reported successfully closed without complications. In a routine 5 day follow-up, an acute, non-occlusive dvt was reported in the right femoral & proximal popliteal vein (4 cm long with a 50% reduction in lumen diameter possibly attached to anterior wall). Patient was reported already on plavix and was prescribed eliquis. Ultrasound follow-up is scheduled for (B)(6) 2016.